Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. "There has been two cases where the laparoscopic scissors are dull at the end. They have been ineffective for surgery. I wanted to get more information on why this is happening." Patient status: no patient injury. Intervention: ni.

Event description:
Procedure performed: ni two complaints have been made from this report. Complaint # 2020-001456; complaint # 2020-001457. "There has been two cases where the laparoscopic scissors are dull at the end. They have been ineffective for surgery. I wanted to get more information on why this is happening." Limited information is available at this time. Intervention: ni. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.